Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Connection to cgm was restored during troubleshooting without resetting pump, and no further action was needed.